Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc had a ¿cracked hub" and ¿the hub cracked midway through the injection while switching out the needle¿. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used, however was changed midway through the injection to a "exel 30g.¿